Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Donor pale, lightheaded, hot and diaphoretic. Loc for 30-45 sec with tetany. Ammonia inhalant used and donor placed in supine position fluids given, head lowered, knees elevated, cough encouraged, cold pack applied, and instructions given. Prolonged recovery noted, over 1 hr. Discharged under care of wife. Staff called later in the day, donor feeling good. Follow up call next day, donor fine with no complaints. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). Investigation: the acda solutions used were from two different lots. The two incidents that occurred during a trima accel collection used trima disposable kits from the same lot number 12r1115. Syncope episodes have similar characteristics, but can be caused by many different types of stimuli. Root cause: these disposable sets were unavailable for specific root cause analysis. The physician pointed to dehydration as the root cause of both incidents. Risk analysis: the two individuals experienced a type of reaction that is listed in the trima accel automated blood collection operator's manual (trima, 2009). The rate of occurrence of all reported pt reactions on trima disposable kits mfg in 2009 was less than 1 in 100,000. Conclusion: the device operated as intended. Hypocalcemic reactions are a known side effect of apheresis procedures.